Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, there was no display on the liquid crystal display (lcd) of the large roller pump. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, and no adverse consequence to the patient.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. Software data logs were returned to the manufacturer on 04/23/2014 for further evaluation. Per the subsidiary's manufacturing engineering center (mec), by inserting and removing the pump cable several times, the lcd displayed occasionally. The unit was changed out and duplication checks were conducted, but the complaint issue was not duplicated.